Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and pregnancy with contraceptive device ('pregnancy (termination)') in a (B)(6) female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 ((B)(6) 1995, (B)(6)2008), uterine prolapse, vaginal discharge and miscarriage. Concurrent conditions included amenorrhea, stress urinary incontinence, urine incontinence, cough, sneezing and urinary frequency. Concomitant products included aciclovir (zova), ciprofloxacin (cipro) and drospirenone + ethinylestradiol (yaz). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 1 month after insertion of essure. On (B)(6) 2009, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the medical device removal and pregnancy with contraceptive device had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2008: result: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs received. Case become incident. Date of insertion & date of removal was added. Added event medical device removal, pregnancy (termination). Updated outcome of events from unknown to not recovered/ not resolved. Event onset date was added. Reporter's information was added. Patient's demographics was added. Historical conditions, concomitant conditions, concomitant drugs, lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.